Manufacturer narrative:
Unit not yet returned to sorin group (B)(4) for investigation. Sorin group (B)(4) manufactures the inspire hvr reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that at the end of a case, a blood leak was observed at the cardiotomy reservoir of the oxygenator. The patient lost 50ml of blood due to the leak. It was also reported that a blood transfusion was performed during the operation. This medwatch report is being filed in response to the reported blood transfusion. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that at the end of a case, a blood leak was observed at the cardiotomy reservoir of the oxygenator. The patient lost 50ml of blood due to the leak.

Manufacturer narrative:
Sorin (B)(4) manufactures the inspire hvr reservoir. The incident occurred in (B)(4). This medwatch is being filed on behalf of sorin (B)(4). Sorin (B)(4) recieved a report that at the end of a case, a blood leak was observed at the cardiotomy reservoir of the oxygenator. The patient lost 50ml of blood due to the leak. It was also reported that a blood transfusion was performed during the operation. This medwatch report is being filed in response to the reported blood transfusion. The device was not returned to sorin (B)(4). Comparison of the reported issue to similar cases revealed that this is a known issue and is the result of a leak of the cardiotomy swivel turret when fluid is pumped through the cardiotomy filter inlets. The leak is caused by a loose fit of the gasket against the turret and reservoir lid and by a lubrication issue. A CAPA ((B)(4)) was initiated to change the mold design and establish a better fit between the gasket, the lid and the turret. The mold modification has already been introduced into production. The claimed unit has been manufactured before the implementation of the corrective actions.